Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 sensor and a contact detach steel infusion set, with blood glucose readings of 243 mg/dl post-meal and 253 mg/dl by fingerstick; the agent advised waiting 90 minutes to assess downward trend. Symptoms included elevated blood glucose. Outcomes included user education on monitoring and follow-up to confirm stabilization. Investigation included troubleshooting and education for high glucose. Investigation of this case revealed that the cause of hyperglycemia was unclear and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.